Event description:
It was reported that the patient experienced a sudden increase in symptoms. The patient's health care provider (hcp) checked the patient's device and found the pump reservoir to be full. The hcp then checked the patient's catheter with a contrast test and stated that "the catheter was not placed in the intrathecal space." The hcp also "suspected that there might be a small hole in the catheter." The patient's catheter was replaced. The medication being delivered via the device was lioresal. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.